Event description:
Patient underwent a cardiac catheterization for an rca pci. Multiple attempts were made to open the blockage. During this process, a wire was unable to be removed for the rca. Multiple snares were deployed to remove the wire, however each attempt unsuccessful. Finally a radial jaw was use to pull the wire. Wire broke and was removed from the patient's radial artery. A fragment of the wire remains in the patient's rca.

Event description:
Patient underwent a cardiac catheterization for an rca pci. Multiple attempts were made to open the blockage. During this process, a wire was unable to be removed for the rca. Multiple snares were deployed to remove the wire, however each attempt unsuccessful. Finally a radial jaw was use to pull the wire. Wire broke and was removed from the patient's radial artery. A fragment of the wire remains in the patient's rca.